Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via tnt inside its original packaging and jar filled with clear unknown solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and appeared intact. As received, all leaflets were in the closed position with a gap between all free margins. All commissures appeared intact. The valve was submerged in warm saline to reset valve frame. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed and appeared to exhibit a complete dilation; no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no misload was detected via visual, tactile or fluoroscopy inspection. The valve was loaded once before use. The native aortic valve leaflets were moderately calcified, small calcification at the annular level and an annulus size of 25.4 x 29.7 millimeter (mm) and a perimeter of 86.5 mm. No pre-implant balloon aortic valvuloplasty (bav) was performed. The 3 cusp view was the preferred technique and commissural alignment was performed. Upon the first deployment, the valve was at an unsatisfactory depth and was recaptured. During the second deployment, an infold was observed at the point of no recapture. The valve was fully recaptured and the system was removed from the patient. A new valve and delivery catheter system (dcs) were opened. A pre-balloon aortic valvuloplasty (bav) was performed and the valve was successfully implanted. No adverse patient effects were reported.